Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening crack, opening, crease fold. Leak test was performed and found opening in the radius on opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack and opening striated in the radius. Based on the device analysis the final assessment is a crack opening on diaphragm valve due to cracked valve seat diaphragm valve and a striated edge opening on radius side due to surgical damage.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.